Event description:
On (B)(6) 2012, a nurse in the children's hospital in (B)(6) emailed salter labs to inform of an event involving salter labs cannula twisting behind a child's neck as a result of the child being active and rolling around, twisting the cannula. On (B)(4) 2012 a salter representative was able to speak to a nurse at the hospital and confirm the patient was doing well. The product was discarded and is unavailable for return or analysis at salter labs. Additionally, the lot number is not known for the device, so the device history record can not be reviewed for this product. The head nurse asked the salter representative if there were accessory products available that can keep the cannula in place and prevent twisting as a result of a lot of physical movement. The salter representative was able to let the head nurse know about products on the market (produced by salter labs and other manufacturers) that can help keep a cannula in place. This is a final report.